Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the keys along the left side of the keypad were not responding at all. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keyboard buttons not working which were reproduced during evaluation. Evaluation observed several keys on pump keypad to not be functioning and found to be caused by a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.